Manufacturer narrative:
The returned components were visually examined. No destructive analysis was performed. Discoloration due to absorption of biological fluid was observed on the uhmwpe cup. Damage/deformation, likely created by instrument contact during revision surgery, was observed on the uhmwpe ring and liner. The predominant feature on the surface of the uhmwpe liner was burnishing. No unexpected features were observed on the retrieved components.

Event description:
It was reported that revision surgery was performed.